Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with a scratched screen. Customer's complaint of error 1871 was verified. The event log did show the error occurred on (B)(6) 2018. The motor will be replaced in service. Use testing was performed. The problem source is the motor.

Event description:
Information was received that the cadd legacy pump has error 1871 on startup. No reported adverse effects.